Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced discomfort at the ipg following weight loss. As such, surgical intervention took place on (B)(6) 2026 wherein the ig was positioned deeper in the same pocket to address the issue.